Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 487 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer had been receiving no delivery alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).